Manufacturer narrative:
Analysis found that the reported fault of "handpiece running rough and bur vibrating when motor running" was confirmed. On inspection, the handpiece motor found to be vibrating thereby causing bur to vibrate. The handpiece housing found to be discolored and markings found to be rubbed from the surface. The handpiece motor has been replaced. The unit is cleaned, sanitized and tested as per manufacturer's specifications with all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece motor was running rough and bur vibrating when motor was running. There was no patient impact.